Manufacturer narrative:
The analysis results confirmed that the device was returned with the distal tip of the blade broken off but present. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure". Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated. We have documented the circumstances as they were reported to us.

Event description:
It was reported that during a lap gastric bypass procedure, the surgeon used the device for a maximum of 30 minutes, and then it stopped working and the generator indicated instrument error. The nurse checked the instrument and cleaned it and noticed there was a black mark on the active blade. Exactly at that mark is where it broke apart in two pieces when the nurse cleaned it again. It broke apart outside the patient. No more information is available. There was no patient consequence. The device is being returned.